Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - lens (iol), torn, split, cracked, lens stuck in delivery system. Evaluation results: visual inspection of the returned product found the lens stuck in the injector system. There was no visible damage to the injector system. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injector system with this model lens. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert an aq5010v silicone three piece lens and the lens tore and became stuck in the injector system. There was no patient contact. Another same model lens was implanted. The injector system used with this lens has not been approved by the manufacturer and is off-label use.